Event description:
The insulin pump trainer reported via phone call that the customer had been hospitalized due to high blood glucose levels. The customer's blood glucose was over 700 mg/dl. The customer's most recent blood glucose was 350 mg/dl. No symptoms of high blood glucose were noted. The caller declined troubleshooting assistance, stating that she did not have time for documentation or troubleshooting. She stated that she had already performed the troubleshoot procedure previously. She was advised to have the customer call back in order for proper documentation of the hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.